Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): the actual sample involved in the event was not available for evaluation. Hence, without the actual sample further evaluation was not possible and the exact cause of the event could not be determined. Thus, this complaint is concluded not confirmed. The complaint database was assessed. There was no further complaint on this batch. There is no indication for a general production error or product malfunction based on the available data. The batch record reviews did not show any deviations that might be related to the reported failure. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "needle-stick injury". "Failure of the safety system resulting to a blood exposure accident for the nurse. Following this incident, a serological sample was done from the patient and the nurse. A statement of workplace accident has been made and a monitoring is ongoing by the occupational medicine. No serological risk found. No sample available."